Event description:
Left ruptured with granuloma. 46 year old white g1p1 female status post bilateral breast biopsies and augmentation with subglandular inframammary 200 cc dow corning gels 10/83. Complaining of firmness and the 3 months prior with decrease in size on lt. No history of trauma except possibly during chiropractic manipulation. 6 months earlier complaining of arthralgias, myalgias, sweats, headaches, hyperthesias, neurocognitive problems, etc. Mammogram within normal limits. Exam: contracture lt, tender, gel decreased on lt ? Otherwise healthy except smoker. Symptoms 06/18/92: ruptured minimal yellowing/moderate cloudiness capsule.